Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had impedance of >3000 ohms. No capture at 2.5 v @ 1 mv. The physician was dr. (B)(6) at (B)(6) inst in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).